Event description:
A malfunction occurred with the customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to follow up with a healthcare provider for backup insulin therapy and sent a replacement pump with updated software. The customer was instructed to put the current pump into storage mode, return it to tandem using a provided box and label, and program their settings into the new pump. The customer acknowledged all instructions.